Event description:
It was reported that the ilet displayed alert 57 (software runtime error) and alert 61 (external flash write error) when the user attempted a meal announcement after dinner, during which the user experienced hyperglycemia up to 300 mg/dl and administered subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention and no hospitalization. Investigation included a review of device performance and error conditions associated with software faults and memory write failures; the original device was not available for return because it was discarded. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.